Event description:
Medtronic received a report that the stent did not open distally (also reported as the proximal section). There were no navigation problems, triaxial system positioned in the right internal carotid artery. Favorable anatomy. The pipeline was not used for an indication that is not approved (off-label). The pipeline and any accessory devices were prepared as indicated in the IFU. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. Dapt (dual antiplatelet treatment) was administered. Angiographic result post procedure was satisfactory.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid with a max diameter of 4mm and a 3mm neck diameter. The landing zone was 4.2mm distally and 4.5mm proximally. It was noted the patient's vessel tortuosity was minimal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: as found condition: the pipeline flex embolization device was returned for analysis within a primary shipping box, within a secondary shipping box, within an opened pipeline flex outer carton (b241754), and within a plastic bag. ¿ visual inspection/damage location details: no bends or kinks were found with the pipeline flex pusher. The pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The pusher resheathing pad, sleeves, and tip coil were found in good condition. The pipeline flex braid was returned already detached from the pusher. Therefore, the proximal and distal ends could not be identified. Both ends of the braid were found open, but damaged (frayed). ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed as the device has been fully deployed and re-sheathed. However, it is likely the damage found with the pipeline flex braid contributed to the event. Braid damage can occur if the device is advanced against resistance. From the damages seen with the pusher (stretched) it appears force was used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.